Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the coronary procedure was completed by transferring patient to another facility. The field service engineer (fse) inspected the system onsite and confirmed that the system was unbale to store images. The review of log files showed that there is a malfunction in ip-pc. Upon functional testing, fse rebuilt the image store and rebooted the system which resolved the issue temporarily. Few days later, however, the system was reported to system cannot restore image. The fse replaced ippc along with hard disc. After which, the system was returned to good working order.

Event description:
It has been reported to philips that the allura system was unable to store images. The system was in clinical use when this occurred. There was no report of harm.